Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of "erratic" function, the head passed functional and bench tests; however, its cable was replaced as a preventive. It was noted that the head's label was delaminated and it was also replaced.

Event description:
It was reported that the radiofrequency programmer head had "erratic" function. The programmer head was returned for service. No patient complications have been reported as a result of this event.